Event description:
Per drive devilbiss healthcare MDR 2438477-2026-00020: drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that the backrest bracket broke during use causing her to fall. She was evaluated at the emergency room and was diagnosed with a mild concussion. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.